Manufacturer narrative:
Additional, changed, and/or corrected data. Correct reason for reoperation: "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and "late seroma".

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and also stated that the patient does have signs of late seroma which will be tested for alcl during surgery. Healthcare professional also reported "rupture". Patient representative reported " removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, revision, tissue damage, scarring, disfigurement, capsulectomy, removal of implants, swelling, pain, asymmetry, seroma, anxiety, significant weight gain; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Patient has not been diagnosed with bia-alcl" device has been explanted and replaced.

Event description:
Patient representative reported " removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, revision, tissue damage, scarring, disfigurement, swelling, pain, asymmetry, seroma. Patient has not been diagnosed with bia-alcl". Also reported "anxiety, significant weight gain; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing" which are not related to the device.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell, missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. A piece of the shell is missing the assessment is inconclusive. Additional data: b.5, d.7, d.10, g.3, h.3, h.6.

Event description:
Healthcare professional additionally reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and also stated that the patient does have signs of late seroma which will be tested for alcl during surgery. Device remains implanted.